Manufacturer narrative:
Medwatch report was coded as jxg, intera does not market products with jxg procode. Intera does not manufacture a pump that can be "turned off." No serial number, lot number, brand name, patient information, indication, or other identifying factors present in the medwatch report. The report may involve the use of the intera tapered catheter. Catheter occlusion is a known adverse event documented in the literature associated with hepatic artery infusion therapy. The report did not include the disease indication or intended use of the device, so it is unclear if intera product is positively involved in this report.

Event description:
Medwatch report mw5152620: it was reported that the patient's catheter was occluded so they wanted to permanently shut down the patient's pump. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).